Event description:
As per reporter: unit reported to 1) illuminate multiple modes of ventilation, intermittent, occurred serveral times; and 2) while on pt, user changed mode to imv (simv) unit did not cycle, returned to previous mode, selected imv again, still no cycle, unit pulled from use. Event dates are not available. No injuries occurred.